Manufacturer narrative:
When serial sections of (B)(6) skin sample (tissue ID (B)(6)) were stained using both the customer returned and retained units of the batch (pb0780, 30241), no issues with (B)(6) staining were observed. Both probes yielded staining of an appropriate and acceptable intensity and pattern. No non-specific or background staining was observed. The dna (B)(6) and dna (B)(6) controls also stained as expected, providing further confidence of the presence of (B)(6) cells. Whilst the customer uses (B)(6) control tissue, they do not use dna controls. This would help provide more information regarding the staining pattern of any tissue used. No further action is required.

Event description:
Leica (B)(4) received a complaint on (B)(6) 2015 regarding a false positive result obtained with a hpv probe (product code pb0780). The samples and also the negative controls all demonstrated positive staining. The customer re ran the tests with 2 other vials of product (therefore using 3 separate vials in total) and obtained the same results. All three vials used in testing were from lot 30241. On (B)(6) 2015, leica (B)(4) received info that tissue from 1 pt demonstrated false positive staining. The pt tissue has been tested 3 times in total. This took 3 weeks. The diagnosis was therefore delayed for 3 weeks and was finally reported as negative.